Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user showing as active but when logging into pyxis user repeatedly getting the message registration required and also displayed unable to authorize eventhough registration was completed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was found that there was a network connectivity failure. The technical support specialist (tss) investigated the device logs and found that the issue was caused by a failure to access the identity server (ids) token endpoint. Later, the tss confirmed that the hospital network team enabled network port 1199, which resolved the issue. The system functioned as intended after the hospital network team resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user showing as active but when logging into pyxis user repeatedly getting the message registration required and also displayed unable to authorize even though registration was completed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.